Manufacturer narrative:
(B)(6) 11/17/2025. Hpc # - (B)(4). Jm/hp # - (B)(4). Emh hp;cable,conn/gun cable damaged the hpc is damaged, restricting water flow and vibrations, damaged water control knob, damaged air manifold, build up heavy black debris in the water hose, damaged water solenoid, cannot regulate water flow, missing fc base pad, worn out nozzle grip, leaking air, pinched tubings. Check calibration, the unit will be repaired upon estimates approval. Aux cable was not sent in for evaluations.

Event description:
While using a cavitron jet plus w/tap-on (B)(6) they allege that they have low water flow and the handpiece gets hot.; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.